Event description:
It was reported that a physician trained in the use of perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during use, the device "didn't fire correctly." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.